Manufacturer narrative:
The insulin pump passed prime test, excessive no delivery test and displacement test. No excessive no delivery alarm during our testing. However, the insulin pump was received with cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with no delivery alarm during priming. It was reported that the alarm has occurred on multiple occasion. It was reported that the customer is dissatisfied and feels the device is not working as designed. It was reported that the device would be replaced and returned for analysis. No further information provided.